Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead has been showing a gradual increase in rv pacing lead impedances to high, out of range values. The rv threshold had gradually been rising over the same time period. The lead had a safety switch and since then, events with noise over sensing have been observed. No pauses noted of more than two seconds and no events with noise prior to the lead safety switch. Furthermore, functional atrial under sensing was observed at electrogram. The pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.